Event description:
It was initially reported that the pt's device was disabled prior to an MRI needed. When the pt returned to the office, diagnostics were performed, which resulted in high lead impedance observed. Prior to the MRI, diagnostics were said to have been performed, which were within normal limits, but specifics were not made available. The pt is not experiencing any pain, but is still able to feel stimulation. The pt said that the stimulation does not feel as strong as before prior to her MRI. There is no known trauma or manipulation. X-rays were taken and sent to the manufacturer for review. No gross lead fractures or discontinuities were visualized on the portions of the lead body that could be assessed. No acute angles were visualized. There was a portion of the lead body located behind the generator that could not be assessed. Based on the x-rays received, no anomalies were identified that could be contributing to the reported high lead impedance. However, based on the limited views available, the entire device could not be completely assessed. The pt is expected to have her lead replaced.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Brand name, corrected data: information recently received indicates that the event should be captured on a different device. Model #, corrected data: information recently received indicates that the event should be captured on a different device. Lot #, corrected data: information recently received indicates that the event should be captured on a different device. Expiration, corrected data: information recently received indicates that the event should be captured on a different device. Serial #, corrected data: information recently received indicates that the event should be captured on a different device. If implanted, give date, corrected data: information recently received indicates that the event should be captured on a different device. Device manufacture date, corrected data: information recently received indicates that the event should be captured on a different device.

Event description:
New information was received regarding patient's revision surgery due to high lead impedance observed. It was noted that while they were in surgery, the surgeon said that the setscrew was difficult to unscrew, but was able to turn to reinsert the lead. When he turned the setscrew to the point of the "two clicks," he said it was very difficult and was concern about stripping the set screw, so he opted to prophylactically replace the generator at that time. At that time, he was able to properly place the lead and setscrew. Three diagnostic tests were performed while the patient was open and they were all within normal limits. The patient was prophylactically put on medications while the device was disabled since they did not want her to have an increase in seizure activity while disabled. The explanted pulse generator has been sent back for analysis but has yet to be performed.

Event description:
New information was received from the completion of the product analysis of the returned pulse generator. Visual examination showed no visual anomalies on the setscrew. The returned setscrew was installed into the negative connector block of the returned generator and secured a bench lead with no difficulties. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Programming history was received from the treating physician confirming the patient's high lead impedance. The information received to date does not confirm when the patient was disabled, but the patient was disabled at the time of the high lead impedance observed. It cannot be confirmed of when the high lead impedance was first present with information available to date. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Brand name, corrected data: information indicated on initial report was incorrect. Model #, corrected data: information indicated on initial report was incorrect, lot#, corrected data: information indicated on initial report was incorrect. Expiration, corrected data: information recently received indicates that the event should be captured on a different device. Serial #, corrected data: information recently received indicates that the event should be captured on a different device. If implanted, give date, corrected data: information recently received indicates that the event should be captured on a different device. If explanted, give date, corrected data: information recently received indicates that the event should be captured on a different device. Device manufacture date, corrected data: information recently received indicates that the event should be captured on a different device. Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
New information was received indicating that high lead impedance is now present with the recently implanted pulse generator. The patient was referred for x-rays, which were sent to the manufacturer for review. Based on the x-rays received, there were no anomalies were identified that could be contributing to the reported high lead impedance. Good faith attempts to obtain additional information have been unsuccessful to date. It is unclear if the patient will be referred for revision surgery.

Event description:
Explanted lead was returned to the manufacturer for analysis, which has yet to be completed.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death serious injury.

Event description:
Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified.

Event description:
It was reported that the patient had painful stimulation in the neck associated with the lead fracture.